Event description:
It was reported that in a child birth center an infant on radiant warmer in special care nursery with central line running when IV pump alarmed. The 8100 and 8110 were smoking and read "audio alarm malfunction". The device was unplugged and turned off. There were no adverse events reported to the patient.

Manufacturer narrative:
The customer¿s experience with the devices smoking and reading ¿audio alarm malfunction¿ was not confirmed during the investigation. This malfunction would be logged in the pcu error log which was not returned for analysis. Visual inspection of the source devices identified thermal damage on the pump module male iui and the syringe module female iui. Inspection: pump module: no instrument seal was observed. Both iui connector contact pins were found to be dull. Thermal damage was observed on right male iui pins 13 & 14 corrosion / debris was observed on right male iui dried fluid / debris was observed on top of the right male iui iui date codes: left female (B)(6) right male: (B)(6) upper right portion of front door was observed broken. A small crack was observed on the upper left side of the rear case. Bezel date code ¿ (B)(6) 2019 all other possible replacement parts were observed to be bd parts. Log analysis results: a log analysis of both module was performed and failed to reveal any events that would lead to or result in a thermal event / burning smell as reported by customer. An error code 358.2000.0 was observed in review of the syringe module error log on (B)(6) 2020 at 12:40:59 pm, believed to be the date/time of the reported event. Test results: initial testing demonstrated that after post (power on self-test) the syringe module would not power on when original iuis were in use. Pump module male iui exhibited an electrical short between pins 13 and 14, resulting in the syringe module not powering on during testing. A test infusion was performed on the returned devices and lab pcu at the rate of 11ml/h for a 24hr period and device was left powered on for 48+ hours. Infusion completed successfully. No signs of burning odor or any type of thermal damage activity was observed. No alarms were observed during the infusion test. Device history review: review of the device history record showed the device had a manufacture date of 10/20/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Infant patient.

Event description:
It was reported that in a child birth center an infant on radiant warmer in with central line running when IV pump alarmed. The 8100 and 8110 were smoking and read "audio alarm malfunction". The device was unplugged and turned off. There were no adverse events reported.